Manufacturer narrative:
Contrary to our initial MDR, the supplier was able to confirm the lot number 78632 aligned with a lot manufactured for the model subject of this event (sp8302). The supplier reviewed the lot history record and no abnormalities were noted. No additional issues have been reported.

Manufacturer narrative:
The user facility discarded the device following the procedure. Without the return of the device, a root cause cannot be determined. The user facility provided a lot number (78632); however, this lot does not correspond to any lot manufactured for the sp8302 snowden-pencer mini metz scissors insert. The instructions for use states, "cautions device and device accessories (including insulation) must be inspected prior to use to ensure integrity. Do not use snowden-pencer devices if they do not perform satisfactorily, or fail testing or visual inspection. Avoid mechanical shock or overstressing the devices; this will cause damage." No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure one of the halves of their snowden-pencer mini metz scissors insert broke off into the patient's abdomen. The detached component was successfully retrieved with a grasper. The procedure was completed successfully. No report of injury.